Event description:
The customer has reported that the ventilator is not displaying, is alarming, and cannot be turned off. There was no involvement from the patient reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer returned the device log files for evaluation which confirmed the reported malfunction. A field service engineer (fse) replaced the mainboard to resolve the reported malfunction. The original main board was returned to the zoll failure analysis lab (fa lab) for evaluation. The fa lab was unable to duplicate the reported malfunction during their evaluation of the mainboard.